Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 20, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verio2 meter gave an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issues occurred on (B)(6) 2016 at an unspecified time. The patient stated he manages his diabetes with insulin pump. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of "unresponsive" approximately 3 days after the product issue. The patient alleged non -hcp treatment, with IV glucose. A blood glucose reading was taken with a results of "31mgd/l" with emergency medical service meter on (B)(6) 2016 at an unspecified time. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, the patient testing technique was correct, the correct test strips were used, the sample completely filled the test strip and there was no misuse of the product. The cca walked through a retest with the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.